Event description:
The following was reported to hamilton medical ag: adult/pediatric and niv/niv-st software automatically erase. Ventilator unable to start ventilation. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).